Event description:
The customer alleged high quality control (qc) and pts' results with troponin reagent, accutni on the access immunoassay systems. The pts' samples were tested for correlation testing only and not for clinical diagnosis. There was no pt impact.

Manufacturer narrative:
Appropriate sample handling was followed by the field service engineer (fse) when performing pt correlation to minimize variables which may affect correlation results for pts' samples. Pts' samples were frozen specimens, they were spun prior to testing on the system. Separate alliquots were made for use with each reagent lot, and capped and refrigerated between use. Care was taken to minimize evaporation between samples. Further investigation clearly showed recently fielded lots meet release specifications and key instructions for use (IFU) claims remain unchanged. Although, pt recovery was higher in recently fielded lots than those immediately prior, sensitivity and specificity remain unchanged and the product was deemed safe and effective on the basis of the data. Beckman coulter, inc will continue to investigate process improvements to reduce lot-to-lot variability. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4), 2010 for additional events. This medwatch is related to MDR 2122870-2011-01308.